Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of a combination of the dislocation and the humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation led to the dislocation, which may have been the result of either incomplete seating of the liner during implantation, bone impingement, patient conditions, or a combination of the three.

Manufacturer narrative:
Pending evaluation. Concomitant medical products: 320-10-00, 49053711 - equinoxe reverse tray adapter plate tray +0. 320-01-42, 98507011 - equinoxe reverse 42mm glenosphere.

Event description:
As reported, the (B)(6) male patient dislocated the right shoulder reverse shoulder two weeks ago. The patient has had the reverse shoulder in for quite sometime, but recently dislocated the reverse shoulder. Radiology reports show the humeral liner is disassociated from the humeral tray. The patient was scheduled for a revision of the humeral liner and humeral tray as well as possible glenosphere. Once exposure was obtained, the humeral liner was found to be disassociated from the humeral tray. The surgeon removed the humeral liner and adapter tray as well as the glenosphere and thought it would be better to lateralize the glenosphere to tighten up the joint with a 42+4 glenosphere. A 42+2.5 humeral liner and 0 adapter tray was implanted. The shoulder reduced well and the surgeon was comfortable with the tension. The patient was then set up for a revision reverse arthroplasty. The devices are available for return. The patient was last known to be in stable condition following the event.